Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 5.2 was misaligned and the railing seems to be broken completely off in the back. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was broken and failed to close. A field service engineer (fse) inspected the station and observed that main drawer was visibly out of symmetry compared to the other drawers, with several slide bearings found on the floor. The fse removed the affected drawers and installed a replacement drawer equipped with welded slides. The cubie pockets were transferred into the replacement drawer, and the unit was tested in hardware test application (hta). The system functioned as intended after the field service engineer repaired the device.